Manufacturer narrative:
Summary of event: it was reported that a coda balloon catheter ruptured prior to patient contact. The device was to be used for touch-up during a thoracic endovascular aortic repair (tevar) procedure. However, the nurse confirmed that the balloon was ruptured during a test inflation prior to use. As a result, a competitor device was used for the procedure. No damage to the package was noted and the device had been stored vertically. A syringe was used to inflate the balloon. No adverse effects to the patient have been reported. Investigation evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), specifications, and quality control procedures was conducted during the investigation. A visual inspection of the complaint device was also conducted. One prior-to-use coda-2-10.0-35-120-40 was returned to cook for investigation. The balloon was ruptured. No other damage was noted. Both marker bands were in place. A document-based investigation evaluation was performed. One non-conformance was noted; however, affected product was re-worked and re-inspected prior to further processing. There have been no other reported complaints for this lot number. The product IFU states ¿do not exceed maximum inflation volume. Rupture of balloon may occur¿. Evidence provided by the complaint facility, device history record, complaint history, manufacturing documents, and verification testing suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook could not determine a definitive conclusion for the cause of this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a coda balloon catheter ruptured prior to patient contact. The device was to be used for touch-up during a thoracic endovascular aortic repair (tevar) procedure. However, the nurse confirmed that the balloon was ruptured during a test inflation prior to use. As a result, a competitor device was used for the procedure. No damage to the package was noted and the device had been stored vertically. A syringe was used to inflate the balloon. No angulation or calcification was noted. No adverse effects to the patient have been reported.